Event description:
During phacoemulsification of cataract right eye with implantation of intraocular lens pt rec'd a corneal burn. F/u visit with physician indicates that the pt has not suffered vision problems as a result of the burn.